Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 30's mg/dl and glucose tablets were consumed to address the bg level. The customer reported that the low bg was due to a digestive issue that keeps the customer from finishing a meal. There were no device issues reported. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.